Event description:
User stated they moved the analyzer to a new area and the fitting where the water connects to the analyzer caused a leak. The water is all over the floor and is in the walkway. No one has slipped or been injured. No patient samples were involved.

Manufacturer narrative:
The field service representative determined, there was defective tubing and replaced it and the fitting.